Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of device/migration of essure device-location of device: uterine cornua/ migration of essure device-location of device: uterus") and uterine perforation ("cervical perforation") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2009, intraoperative findings: the left fallopian tube was slightly dilated at the proximal portion consistent with previously placed essure coil. There was no pelvic adhesion or endometriosis. The essure coil was noted in the right uterus attached slightly to the right uterine sidewall, and the left tubal ostia was seen, but the tubal coils were no longer visible. Previously administered products included for an unreported indication: depo provera. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe), paracetamol (acetaminophen) and vitamins nos (multivitamins). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("mental anguish") and fatigue ("fatigue"). On (B)(6) 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (high fluid deficit procedure and underwent a tubal ligation and removal of left essure device). At the time of the report, the device expulsion, uterine perforation, depression, anxiety and fatigue outcome was unknown. The reporter considered anxiety, depression, device expulsion, fatigue and uterine perforation to be related to essure. The reporter commented: on (B)(6) 2009, right side 3 coils and left side 6 coils. Most recent follow-up information incorporated above includes: on 28-jan-2019: pfs received- new event fatigue were added. Concomitant and historical drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of device/migration of essure device-location of device: uterine cornua/ migration of essure device-location of device: uterus') and uterine perforation ('cervical perforation') in a 29-year-old female patient who had essure (batch no. 628433) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2009, intraoperative findings: the left fallopian tube was slightly dilated at the proximal portion consistent with previously placed essure coil. There was no pelvic adhesion or endometriosis. The essure coil was noted in the right uterus attached slightly to the right uterine sidewall, and the left tubal ostia was seen, but the tubal coils were no longer visible. Previously administered products included for an unreported indication: depo provera. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe), paracetamol (acetaminophen) and vitamins nos (multivitamins). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("mental anguish") and fatigue ("fatigue"). On (B)(6) 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (high fluid deficit procedure and underwent a tubal ligation and removal of left essure device). At the time of the report, the device expulsion, uterine perforation, depression, anxiety and fatigue outcome was unknown and the genital haemorrhage and hypersensitivity had resolved. The reporter considered anxiety, depression, device expulsion, fatigue, genital haemorrhage, hypersensitivity and uterine perforation to be related to essure. The reporter commented: on (B)(6) 2009, right side 3 coils and left side 6 coils most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Lot number added. New events: genital bleeding, allergic reactions were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of device/migration of essure device-location of device: uterine cornua") and uterine perforation ("cervical perforation") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (underwent a tubal ligation and removal of left essure device) and surgery (high fluid deficit procedure). At the time of the report, the device expulsion, uterine perforation, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device expulsion and uterine perforation to be related to essure. The reporter commented: (B)(6) 2009, right side 3 coils and left side 6 coils diagnostic results: on (B)(6) 2009, hysterosalpingogram confirmed that the right essure device was successfuljy occluded and the left device is at the level of the uterine cornu and does not occlude the left fallopian tube. The left sided essure device appears to be deployed at the margin of the endometrial cavity extending to the cornu of the fallopian tube. This is nonocclusive in nature. On (B)(6) 2009, intraoperative findings: the left fallopian tube was slightly dilated at the proximal portion consistent with previously placed essure coil. There was no pelvic adhesion or endometriosis. The essure coil was noted in the right uterus attached slightly to the right uterine sidewall, and the left tubal ostia was seen, but the tubal coils were no longer visible. Most recent follow-up information incorporated above includes: on 31-jul-2018: pfs received. New events added- pelvic pain, depression, mental anguish and cervical perforation. Event verbatim was updated as migration of device/migration of essure device-location of device: uterine cornua and pt was updated to devcie expulsion. Lab data added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of device/migration of essure device-location of device: uterine cornua/ migration of essure device-location of device: uterus') and uterine perforation ('cervical perforation') in a 29-year-old female patient who had essure (batch no. 628433) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2009, intraoperative findings: the left fallopian tube was slightly dilated at the proximal portion consistent with previously placed essure coil. There was no pelvic adhesion or endometriosis. The essure coil was noted in the right uterus attached slightly to the right uterine sidewall, and the left tubal ostia was seen, but the tubal coils were no longer visible. Previously administered products included for an unreported indication: depo provera. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe), paracetamol (acetaminophen) and vitamins nos (multivitamins). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("mental anguish") and fatigue ("fatigue"). On (B)(6) 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (high fluid deficit procedure and underwent a tubal ligation and removal of left essure device). At the time of the report, the device expulsion, uterine perforation, depression, anxiety and fatigue outcome was unknown and the genital haemorrhage and hypersensitivity had resolved. The reporter considered anxiety, depression, device expulsion, fatigue, genital haemorrhage, hypersensitivity and uterine perforation to be related to essure. The reporter commented: on (B)(6) 2009, right side 3 coils and left side 6 coils. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Lot number added. New events: genital bleeding, allergic reactions were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of device/migration of essure device-location of device: uterine cornua/ migration of essure device-location of device: uterus') and uterine perforation ('cervical perforation') in a 29-year-old female patient who had essure (batch no. 628433) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2009, intraoperative findings: the left fallopian tube was slightly dilated at the proximal portion consistent with previously placed essure coil. There was no pelvic adhesion or endometriosis. The essure coil was noted in the right uterus attached slightly to the right uterine sidewall, and the left tubal ostia was seen, but the tubal coils were no longer visible. Previously administered products included for an unreported indication: depo provera. Concomitant products included ethinylestradiol; ferrous fumarate;norethisterone acetate (loestrin fe), paracetamol (acetaminophen) and vitamins nos (multivitamins). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("mental anguish") and fatigue ("fatigue"). On (B)(6) 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (high fluid deficit procedure and underwent a tubal ligation and removal of left essure device). At the time of the report, the device expulsion, uterine perforation, depression, anxiety and fatigue outcome was unknown and the genital haemorrhage and hypersensitivity had resolved. The reporter considered anxiety, depression, device expulsion, fatigue, genital haemorrhage, hypersensitivity and uterine perforation to be related to essure. The reporter commented: on (B)(6) 2009, right side 3 coils and left side 6 coils. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Lot number added. New events: genital bleeding, allergic reactions were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of device/migration of essure device-location of device: uterine cornua/ migration of essure device-location of device: uterus') and uterine perforation ('cervical perforation') in a 29-year-old female patient who had essure (batch no. 628433) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2009, intraoperative findings: the left fallopian tube was slightly dilated at the proximal portion consistent with previously placed essure coil. There was no pelvic adhesion or endometriosis. The essure coil was noted in the right uterus attached slightly to the right uterine sidewall, and the left tubal ostia was seen, but the tubal coils were no longer visible. Previously administered products included for an unreported indication: depo provera. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe), paracetamol (acetaminophen) and vitamins nos (multivitamins). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("mental anguish") and fatigue ("fatigue"). On (B)(6) 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (high fluid deficit procedure and underwent a tubal ligation and removal of left essure device). At the time of the report, the device expulsion, uterine perforation, depression, anxiety and fatigue outcome was unknown and the genital haemorrhage and hypersensitivity had resolved. The reporter considered anxiety, depression, device expulsion, fatigue, genital haemorrhage, hypersensitivity and uterine perforation to be related to essure. The reporter commented: on (B)(6) 2009, right side 3 coils and left side 6 coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2020: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (underwent a tubal ligation for removal of essure device). Essure was removed. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Diagnostic results: on (B)(6) 2009, plaintiff has an hysterosalpingogram test done which confirmed that the right essure device was successfully occluded, whereas the left essure device was patent. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.